Event description:
The meter does not start with the test strip. Pt retested using another test strip from the same vial and issue still persisted. They needed assitance from a non-medical profssional; however, they did not receive any treatment. Pt tested on another vial and obtained a 208 mg/dl. Customer service had pt retest using a new vial of test strip and meter powered on. This case is being reported as a strip malfunction, since there is a problem with the original vial of test strips not powering the meter on.